Event description:
It was reported that pump displayed malfunction alarm malf 9 and that no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, but malfunction recurred, so replacement pump was arranged while the customer continued to use the pump for insulin therapy.